Manufacturer narrative:
Suspect medical device: product information currently unavailable. Product is a mac-loc multipurpose pigtail drainage catheter, but specific type and product code is unable to be determined. PMA/510(k) #: product information unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown mac-loc multi-purpose pigtail drainage catheter was placed in the patient for an unknown procedure. As reported, the catheter was "found to be broken" at the junction between the catheter tube and the hub. According to the customer, "it seems like the seal is broken." The tube was removed and an additional procedure was not required to replace it. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Per the customer, additional information is not available for this event.

Event description:
No additional patient or event information has been received since the last report was submitted on 01aug2019.

Manufacturer narrative:
Investigation/evaluation: a document based investigation was performed including a review of documentation, drawings, the instructions for use, manufacturing instructions, quality control, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record could not be completed, as lot information was not provided by the facility. At this time, there is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.